Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no product or photo was returned by the customer. The customer complaint that there are air bubbles at the blue connection could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no product will be returned per customer. No investigation was performed.

Event description:
It was reported that the unspecified bd intravascular administration set experienced air bubbles/air in line. The following information was provided by the initial reporter: material #: unknown batch/ lot #: unknown. Over the weekend, rns have had issues with the bd tubing again. This time having the pump go off with an ¿ air in line¿ message. We are noticing that in the section of tubing that sits in the pump, the fluid seems to be almost foamy. I have sequestered the tubing and lot #s. On sunday after the third tubing change on the same patient, I strung the line myself and noticed that the faster the fluid goes through the path the more air bubbles are noted at the blue connection point. I have used this set many times before and have never had this happen at this section of the line.